Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected insulation damage as the cause which was visually confirmed. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation damage and noise resulting in oversensing were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion breaching the outer insulation proximal to suture tie impression. The cause of the reported events was due to external insulation abrasion which is consistent with friction to the device can.